Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, found that pin #7 was bent on the electronic pt gas system (epgs) to network interface card (nic) panel cable. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The srt replaced the suspect nic panel cable with a new cable. With the cable replaced, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.